Event description:
The balloon detached from the catheter during isertion. The iab was removed and a second iab was inserted into the pt. On 6/4/98, the following was reported to datascope: the balloon leaked during insertion by the physician. Blood was observed within the balloon. The iab was removed. There was no pt injury or complication as a result of the event on 4/8/98. It was reported that the pt expired approx 1 hr after the event but the pt's death was not related to the event. [Event complications]: none from the event-reported 4/15/98 and 6/4/98. [Pt's current status]: expired-rpt'd 4/15/98.

Manufacturer narrative:
Eval: lab examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. The iab inflated and functioned normally when attached to the sys 97 iabp in the iab. No alarms were triggered. Probable cause of difficulty: no leak was found in the returned iab. It was not possible to determine the cause of the reported difficulty based on the event description and examination of the returned product. (This follow-up MDR was mailed to the FDA on 6/19/98).